Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized due to mild diabetic ketoacidosis on (b)(6') 2018 with blood glucose level of 607 mg/dl. The customer¿s reported blood glucose levels were 450 mg/dl, 266 mg/dl, 595 mg/dl, 571 mg/dl, 189 mg/dl, 600 mg/dl and 172 mg/dl. The customer experienced symptoms like nausea and vomiting, heart palpitation, difficulty in breathing and abdominal pain. The customer stated that the drive support capn appeared to be normal. The customer stated that the insulin exited at the quick release. The customer does not allege the insulin pump for uns=der delivery. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.